Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure, the patient experienced postoperative lower extremity paralysis. The patient had magnetic resonance imaging (MRI) performed that showed bleeding and the patient underwent emergency surgery to evacuate a hematoma associated with the scs placement. The event was related to an unknown blood disorder. It was noted that the patient was currently in stable condition.

Manufacturer narrative:
A review of the manufacturing documentation for these device revealed that no anomalies or deviations related to the event occurred during manufacturing. The device remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. The IFU states that possible surgical procedural risks include temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis. Labelling review found that the reported event of paralysis and hematoma are a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure, the patient experienced postoperative lower extremity paralysis. The patient had magnetic resonance imaging (MRI) performed that showed bleeding and the patient underwent emergency surgery to evacuate a hematoma associated with the scs placement. The event was related to an unknown blood disorder. It was noted that the patient was currently in stable condition.